Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during the pulse field ablation procedure to treat atrial fibrillation in the left atrium, faradrive steerable sheath clear was selected for use. It has been mentioned that when the farawave catheter was inserted into the sheath and aspiration was performed through the three-way stopcock, air ingress from the valve was noticed. As per the physician, the valve was defective. The procedure was completed successfully by using a different device (same model). No patient complications have been reported. The product is not expected to be returned as discarded in the facility. It was further reported that approximately 3cc of blood and saline leak was seen from the proximal valve with no damage to the luer. It was further reported that a syringe at the rate of 20cc was used. Blood leak was also noted and no air seen in the patient. The guidewire was several mm out or not out from the distal end of farawave. Starter wire and farawave catheter had been inside the sheath prior to, and or at the time, the air was observed.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the referenced faradrive steerable sheath was analyzed. Visual inspection of the device noted no abnormalities. Microscopic inspection of the hemostatic valve identified a tear in the inner valve. Pressure and vacuum testing were performed, and the sheath exhibited leaking (both air ingress and fluid egress) through the tear on the valve.

Event description:
It was reported that during the pulse field ablation procedure to treat atrial fibrillation in the left atrium, faradrive steerable sheath clear was selected for use. It has been mentioned that when farawave catheter was inserted into the sheath and aspiration was performed through the three-way stopcock, air ingress from the valve was noticed. As per the physician, the valve was defective. The procedure was completed successfully by using a different device (same model). No patient complications have been reported. The product has now returned for laboratory analysis. It was further reported that approximately 3cc of blood and saline leak was seen from the proximal valve with no damage to the luer. It was further reported that a syringe at the rate of 20cc was used. Blood leak was also noted and no air seen in the patient. The guidewire was several mm out or not out from the distal end of farawave. Starter wire and farawave catheter had been inside the sheath prior to, and or at the time, the air was observed.